Event description:
Boston scientific crm received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, exhibited a battery voltage measurement of 2.59 volts with a charge time measurement of 16.1 seconds. Approximately 18 months later, the patient implanted with this device reported the device to exhibit beeping tones. An invasive revision procedure was performed and the device was explanted due to normal battery depletion. The device was subsequently returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.